Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: lead. Event date year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's lead/box moved about 8 weeks prior to (B)(6). The lead was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.